Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of no image was due to a faulty patient board. The cause of the faulty patient board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the device's socket failed. Upon return of the device for repair, the device underwent inspection and testing by the olympus service department. It was noted during inspection and testing that no image was produced. This report is submitted for the malfunction of "no image." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. It was determined that no image was present when the returned device was tested with olympus, model series 180 scopes. The cause of the problem was assigned to a faulty patient board. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.